Event description:
After an implantation time of about 40 months, this lead was explanted due to artifacts with inappropriate shock delivery. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
The analysis of the lead detected that the rope conductor to the ring electrode was fractured. In addition, severe deformation could be seen at the shock coils. These damages are probably due to strong tensile stress during the explantation. Furthermore, the analysis found fraying of the insulation 16 cm distal of the connector pin, as well as fraying of the coating of the rope conductor to the ring electrode at just that site. The fraying of the insulation requires an excessive pressure load on the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. The analysis did not discover any manufacturing error or material defect at the lead.